Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device getting hot. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. Device was first disassembled to investigate the state of the ds2 humidifier plate. There are no obvious signs of thermal event/damage to the ra therapy pca. Humidifier plate resistance measures 3.3 ohms (good). Humidifier thermistor measures 9.79 kohms (good). Humidifier plate (assembly) has a discolored area on the bottom (contacting the ¿spring¿). There is a corresponding discolored area and substance on the heater plate spring (i.e the area of the spring that would be contacting the discolored area of the heater plate assembly). The bottom of the heat plate (expoxy) is cracked and separating from the remainder of the plate. Heater plate MFR is sana (sunny).